Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device alarms when gas source is connected. Alarm states "no oxygen supply." The complaint did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device log files were provided to technical support for evaluation. Tech support reviewed the logs and found occurrences of tf 271 (o2 supply failed - no o2 dosing possible) and tf 388 (no o2 dosing possible) occurring together intermittently, during which the o2 supply pressure readings confirmed that oxygen was connected. These fault combinations are indicative of an inspiration block failure. Technical support recommend replacement of inspiration block to resolve the issue.